Event description:
It was reported by the legal guardian (lg) that the patient had been hospitalized at klinikum kassel (unit f71) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (hip/buttocks), the pod cannula was found bent. The patient received a diagnosis of type 1 diabetes. The patient was treated with 14 different unspecified medications. The lg was unable to recall the specific medications, but remembered fentanyl and stated that withdrawal was required afterward. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.